Event description:
The device passed all test, but during ventilation disconnection message appeared and the achieved tidal volume is very low

Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used to ventilate a patient. The indicated root cause was determined to be a defective mainboard due to aging of the device. In consequence the component was replaced. There was no patient or user harm.